Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold issue in the left ventricle. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the sensing on the right ventricular (rv) lead had dropped. It was also noted that the left ventricular (lv) lead threshold had increased. Both leads remain in use. No patient complications have been reported as a result of this event.